Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Securely fastened the molex connections from the e-stop button on the front cover. Also ensured that the dongle was securely connected to the image acquisition system (ias). No parts were replaced; issue resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was unexpectedly entering e-stop while it was being driven down the hallway. It was reported that the user could clear the e-stop and drive a small distance, but then it would again enter e-stop. There was no patient present when this issue was identified.